Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient lost effective therapy due to high impedances on one of the leads. Investigation was unable to identify which lead. Surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue.